Event description:
Customer reportedly received the following results on aviva combo meter on two separate days, within 10 minutes: 103 mg/dl, 62 mg/dl and 64 mg/dl on (B)(6) 2017, and 130 mg/dl, 89 mg/dl, and 69 mg/dl on (B)(6) 2017. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.